Manufacturer narrative:
(B)(4). Method: device not returned--evaluation based on reporter's narrative. (B)(4). Device was not returned to manufacturer.

Event description:
"Fiber was in use during a procedure and the fiber broke inside the patient. All pieces of the fiber were retrieved from the patient." This information is documented as reported to trimedyne, inc.